Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the recharger would quit working and they didn't know which cord (the desktop charger (dtc) or the recharger antenna) was causing the issue. The patient reported that both the dtc and recharger antenna cords were frayed. The patient noted that this issue would happen occasionally. When asked for the event date, patient stated that it was two days ago. A replacement dtc and recharger antenna were sent out. The patient called back stating that the replacement cords worked a few times and now the recharger was blank and unresponsive. The manufacturer's patient services specialist (pss) had the patient inspect the desktop charger connector pin for damage and the patient stated it was still intact, as that is one cord they just received. The patient confirmed a green light on the power supply. Pss walked the patient through a hard reset on the recharger and that did not resolve the issue and the screen was still blank.  Pss asked the patient to inspect the connector port on the insr and the patient had a hard time distinguishing if the pins were on the correct side or not. Pss reviewed process for wireless recharger transition and the patient stated they don't know who the doctor is. Pss reviewed implant longevity. The patient stated they also haven't used their programmer in a long time and don't have any batteries for that. The patient appeared to go obtain the name of the neurologist and the call disconnected.

Manufacturer narrative:
Continuation of d10: product ID 37761 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 37761 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 37791 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger brand name restore; product ID 37791 (serial: unknown); product type: 0213-recharger brand name ; product ID 97754 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.